Event description:
It was reported that the procedure was to treat a totally occluded lesion in the common iliac artery with mild tortuosity and moderate calcification. The 4 x 40 mm foxcross balloon was advanced without issue and inflated; however, the balloon ruptured during the second inflation of 17 atmospheres (atm). The pressure of the first inflation is unknown. It was noted that the balloon was removed without issue and was prepared per the instructions for use. A non-abbott balloon was used to complete dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.